Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen on a galileo echo, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support was able to assess retrieved image result files from the customer on (B)(6) 2015. The customer had declined to provide any patient information.